Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A product sample has not been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint is not known; a sample was not returned for investigation. An action has been opened to document the investigation and associated corrective action(s) related to product contamination. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported removing a fiber from a patient's eye postoperatively. Additional information and product sample has been requested.